Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (service code 204, "check therapy pad" messages) was confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving excessive "check therapy pad" messages and a service code 204 (belt/monitor unusable).